Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented after receiving notifier alert. It was noted that the device was at eri. Premature battery depletion suspected. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to high current drain. The high current was due to an anomalous component in the hybrid. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits.